Event description:
Customer's mother reported the hospitalization due to diabetes ketoacidosis. The customer was experiencing extreme thirst, nausea, vomiting and frequent urination. The blood glucose reading at the time of the event was over 700 mg/dl. Customer plays baseball and the cannula may have kinked. Hospital treated with IV drip and manual injections. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.